Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine and baclofen via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were experiencing severe pain that radiated from their pelvic region to their spine and down to their leg, lasting for 12 hours after their MRI last week. The patient also stated that the pump had stalled for 3 hours after their MRI, and the doctor had to forcibly reactivate the pump. The patient stated that they had intermittent pain in their lower leg, which had occurred on and off for the past three years. The patient inquired about a recall that they had seen online. Additionally, they reported experiencing bowel, urinary, leg, blurry vision, and headache issues since the implant of their current pump which were symptoms that they did not experience with their previous pump. The patient alleged that the pump intermittently turned off and on and suggested that this might be the cause of their side effects, including their pain. The agent reviewed MRI and recall information and redirected the patient to their healthcare provider for further assistance.